Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ek236su - disp.trocar thrd.w.dilating pin 12/110mm. According to the complaint description, the customer found a foreign matter inside the package before opening it. There was no described patient harm. Additional information was not provided. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).